Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73d1800559 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found the clip stuck and loose when the 5th clip was fired, so the applier could not be closed properly. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. No clip was in the first position in the channel. Reference file anp1900063034 for investigation photos. The sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. As expected, no clip fired on the first attempt. The dry fire on the first attempt and the bent rotation tab are both indications that the clips were out of position in the channel. The broken ratchet caused the clips to become out of position which would prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but nc 70018423 has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned. The device was returned with its rotation tab and no clip in the first position in the channel, indicating a clip stacking issue. Upon functional inspection, the device was found to have broken internal ratchet ears. The broken ratchet ears was the root cause of the clips becoming out of position which would prevent the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break, but nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the user found the clip stuck and loose when the 5th clip was fired, so the applier could not be closed properly. There was no patient injury.